Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for four patient samples tested for ise indirect na for gen.2 (sodium) on a cobas 6000 c (501) module - c501. One of the four samples also had an erroneous result for ise indirect k for gen.2 (potassium) when tested on the same analyzer. No erroneous results were reported outside of the laboratory for the first two samples. It is asked, but it is not known if any erroneous results were reported outside of the laboratory for the third and fourth samples. The first sample initially resulted with a sodium value of 129.5 mmol/l. The sample was repeated on the same analyzer, resulting as 124.4 mmol/l. The sample was also repeated twice on a second c501 analyzer, resulting as 135.2 mmol/l and 134.7 mmol/l. The customer reported a value of 135 mmol/l outside of the laboratory. The second sample initially resulted with a sodium value of 128.7 mmol/l. The sample was repeated on the same analyzer, resulting as 100.6 mmol/l. The sample was also repeated twice on a second c501 analyzer, resulting as 129.4 mmol/l and 128.5 mmol/l. The customer reported a value of 129 mmol/l outside of the laboratory. The third sample initially resulted with a sodium value of 114.1 mmol/l. The sample was repeated on the same analyzer, resulting with a sodium value of 127.8 mmol/l. The sample was also repeated twice on a second c501 analyzer, resulting with sodium values of 127.9 mmol/l and 127.5 mmol/l. The customer reported a sodium value of 128 mmol/l outside of the laboratory. This sample initially resulted with a potassium value of 3.53 mmol/l. The sample was repeated twice on the second c501 analyzer, resulting with potassium values of 4.1 mmol/l and 4.2 mmol/l. A potassium value of 4.1 mmol/l was reported outside of the laboratory. The fourth sample initially resulted with a sodium value of 132.1 mmol/l. The sample was repeated twice on a second c501 analyzer, resulting as 140.0 mmol/l and 141.0 mmol/l. The customer reported a value of 141 mmol/l outside of the laboratory. No adverse events were alleged to have occurred with the patients. The sodium and potassium electrode lot numbers and expiration dates were asked for, but not provided. The customer replaced the sipper nozzle and sipper tubing. After replacement, the customer confirmed that the ise check, calibration, and quality controls looked good. The customer ran patient samples and all results looked fine.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.